Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon commented on eccentric wear and instability for patient hip.

Manufacturer narrative:
An event regarding wear and instability involving a omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were received. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Further information such as operative reports, x-rays and progress notes are needed for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon commented on eccentric wear and instability for patient hip.